Event description:
The service repair technician (srt) reported that during routine testing of the device at the service center, the roller pump indicator dial's silk screen was worn off. There was no patient involvement.